Manufacturer narrative:
A third party agent evaluated the customer's device and was able to verify the reported issue. It was observed the drive belt was broken. After replacing the drive belt and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for service. In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device alarmed and stopped. In this state the device would not be able to perform automated chest compressions, if needed. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. This issue is patient related; however there was no adverse event reported.